Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed ventilation stopped and revealed unexpected restart alarms. Based on all available evidence, the investigation determined that the reported complaint was due to a hardware design limitation. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly shut down while delivering therapy. There was no patient harm or a serious injury reported as a result of this incident.